Manufacturer narrative:
The device was inspected by a dräger service engineer. Examination revealed the presence of massive condensation in the area of the power supply unit, at the back of the display and inside the turbine. This had caused a short circuit in which consequence the shutdown occurred. Further discussion with the hospital staff revealed that the facility¿s air conditioning system was down for weeks already which led to an increase of the humidity level in the ambient air for a certain period of time. Dräger finally concludes that the device was operated under extreme environmental conditions that led to condensation of humidity causing a short circuit. The IFU clearly explains that the device must not be operated in an environment where dewing occurs.

Event description:
It was reported that the device suddenly shut down during use and that a burning smell could be observed. The patient was transferred to another device immediately; no patient consequences have occurred.